Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the hemopro 2 cut the second branch, the branch did not seal. Spot cauterization was attempted on the branch; however, the device stopped working. The generator was beeping quickly, in an unusual rhythm, and worked intermittently. The pt experienced bleeding. The hospital was not sure how much blood was lost. A replacement vasoview 6 device was used to complete the procedure. The hospital intends to return the hemopro 2 device.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).